Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02578.

Event description:
Related manufacturer reference number: 3006705815-2019-02578.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02578. It was reported that the patient experienced abdominal pain following a trial implant on (B)(6) 2019. The patient was admitted to the hospital on (B)(6) 2019 and the trial leads were pulled. Additional information indicated that the patient felt much better after the trial leads were removed.